Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit) indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the pt abruptly stopped feeling stimulation and that their voice was not as hoarse with stimulation as it used to be. The pt has been referred to neurosurgeon for consult. Leak break or generator/lead connection problem is suspected. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
Further follow-up revealed that the patient again could not feel device stimulation and no longer experiences voice changes after swiping the device with the magnet. The patient was later seen by neurologist at which time neurologis "manipulated" the patient's device until the patient could feel device stimulation. Device diagnostic testing continues to result in high lead impedance reading (dc-dc code 7), indicating possible device malfunction.